Event description:
It was reported that the day after the rx acculink stent was implanted in the right internal carotid artery, the patient experienced a frontal lobe headache and blurred vision that was classified as hyperperfusion syndrome. The patient appeared anxious and was given ativan for his anxiety. The patient's high blood pressure was treated with the oral medication, amlodipine. CT scan of the head was negative. The condition resolved after one day. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of headache, hypertension, visual disturbance, and neurological deficit are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.